Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. This artifact lead to false positive grams stains being reported. It was reported that customer is seeing precipitate resembling gram positive cocci or yeast on patient slides. There were at least 11 corrected reports, including one on a baby¿s spinal fluid. The baby was re-tapped as a result. Each one was reported as gram positive cocci. Unknown which lot of crystal violet was used.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/19/2020. H.2. Device return to manuf.?: yes. H.6. Investigation: a retention sample of the complaint batch was evaluated along with a control batch. Returns were received on 3/19/2020 , but based on the decision to recall the return sample was not evaluated. Testing was completed per qc standard test method.  Although testing did not confirm an excessive amount of artifact, a review of the most recent complaint data indicates a trend in confirmed complaints for artifact, therefore complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA#1491251 was initiated. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). The batch number reported, 9351484 could not be confirmed in the database for the material number given (212525) . Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact and precipitate. This artifact lead to false positive grams stains being reported. It was reported that customer is seeing precipitate resembling gram positive cocci or yeast on patient slides. There were at least 11 corrected reports, including one on a baby¿s spinal fluid. The baby was re-tapped as a result. Each one was reported as gram positive cocci. - unknown which lot of crystal violet was used.